Event description:
It was reported that the arctic sun device warms up and do not reach the desired temperature. Per follow up information received via mail on 21apr2025, this wo deals with a field reparation. Issue not resolved yet, they think of having the wo during this week (previous week was not possible for customer). Device not repaired yet. No patient involved or injured.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed level sensor. We find that the fill tube is installed on the device and that the device can not warm the water and the water level is not completely full but we find that there is excess water inside of the device. Level sensor was replaced. The device passes the test after repair. Fmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step (B)(4). Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device warms up and do not reach the desired temperature.